Event description:
Same case as 2134265-2010-03776, 2134265-2010-03773, 2134265-2010-03774 and 2134265-2010-03775. It was reported that during a rotational atherectomy treatment procedure, unstable speed was noted. During the procedure, attempts were made with two different burrs, and both times it was found to be impossible to adjust or stabilize the rotational speed of the burr. It was also noted that "the extremity of the guide broke during the procedure". The procedure was unable to be completed, but will be completed at a later date. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)